Event description:
It was reported that the right ventricular lead exhibited chronic high capture thresholds. The lead was capped and replaced during a routine pulse generator change out procedure. The patients condition was stable throughout surgery as well as post-operatively.